Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "reference sensor test failure" error message. As a result, an alternative device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.